Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed there was sewing ring damage in the form of small needle holes. All leaflets were in the closed position. A large cut through the tunica of the right cusp (inflow) was observed which appear to be consistent with a puncture or laceration by a sharp instrument such as forceps or scalpel. The right cusp exhibited a cut like damage on the tunica. The tunica could be lifted off the surface. The tissue area adjacent to the base stitching also exhibited a puncture like damage across the tunica. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve met the performance specifications for regurgitant fraction. Based on the returned product analysis and received information, the reported leak cannot be confirmed with the coaptation tester and function testing, and the root cause of the leak cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after implanting this bioprosthetic valve, the surgeon noted a leak along the annulus of the valve on the inside of the right trigone marker. The valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed small needle holes and damage in the sewing ring. All leaflets were in the closed position. A large cut through the tunica of the right cusp (inflow) was observed which is consistent with a puncture or laceration by a sharp instrument such as forceps or scalpel. The right cusp exhibited cut-like damage on the tunica and the tunica could be lifted off the surface. The tissue area adjacent to the base stitching also exhibited a puncture like damage across the tunica. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Each valve must pass flow, coaptation and tissue characteristic requirements prior to release for distribution. Testing of this valve showed the valve met specification, and the root cause of the reported leak could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis is currently in progress. Upon completion of the product analysis, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after implanting this bioprosthetic valve, the surgeon noted a leak along the annulus of the valve on the inside of the right trigone marker. The valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.